Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.8, re-test: 3.8, re-test: - , re-test: - . Date: last week, inratio: 1.4, re-test: 1.6, re-test: 1.3, re-test: 3.8. Less than 5 mins in between testing. Pt called back with results using a new lot of strips: date: (B)(6) 2010, inratio: 3.3, lab: 3.8. Results were performed within 30 mins of each other.

Manufacturer narrative:
Investigation pending.